Manufacturer narrative:
One agilis¿ nxt steerable introducer dual-reach¿ 71 cm sheath, medium curl, 8.5 f was received for investigation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, air was noted in the device. When the agilis sheath was first inserted, it was able to be flushed and withdrawn normally. When the catheter was advanced into the heath and attempted to be withdraw, air was noted from the side port. Multiple attempts were made with no resolution. The catheter was removed and flushing and withdrawing was repeated with no resolution. Another catheter was utilized and air was noted again. The agilis was replaced to continue with no patient consequences.